Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 400 mg/dl, 170 mg/dl, 300 mg/dl, and 500 mg/dl in 10 minutes. Customer also tested his son that does not have diabetes. Son's readings were 402 mg/dl and 105 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.